Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20 user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 288, 222 and 193 mg/dl. Customer stated he is comparing his truemetrix go to the truemetrix air meter. Customer stated he performed a back to back test (B)(6) 2017 and obtained results of 188 mg/dl using the truemetrix go meter and 140 mg/dl using the truemetrix air meter (B)(4). Customer stated that the time is incorrect by one hour in the truemetrix go meter. The customer's expected fasting blood glucose test result range is 140 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom drawer. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date at time of call is seven days. The meter memory was reviewed for previous test result history (customer stated the time is incorrect by one hour): 188mg/dl, (B)(6) 2017, 12:00 pm, fasting: yes; 151mg/dl, (B)(6) 2017, 05:00 pm, fasting: yes; 222mg/dl, (B)(6) 2017, 01:05 pm, fasting: yes; 193mg/dl, (B)(6) 2017, 08:47 am, fasting: yes; 288mg/dl, (B)(6) 2017, 06:29 pm, fasting: yes. Memory concerns: 288mg/dl.